Manufacturer narrative:
(B)(4). Lot manufactured from 10/15/2014 to 10/17/2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor contained particulate matter inside the elastomeric balloon. This was identified during storage of the device. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.